Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is missing'), fallopian tube perforation ('perforation (fallopian tube)'), genital haemorrhage ('heavy abnormal bleeding') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, spontaneous abortion and pregnancy with contraceptive device. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vulvovaginal pain") and abdominal pain lower ("abdominal lower pain (severe cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: perforation (fallopian tube), coil laying over uterus. Most recent follow-up information incorporated above includes: on 6-jun-2019: upon internal review this case found to be duplicate of (B)(4) therefore (B)(4) marked for deletion & all the information, source document, reference, additional events, were transferred from the deletion case (B)(4) to this case. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.